Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to customer contacting nurse due to meter results. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 06-sep-2022 to ensure the customer¿s initial concern was resolved - able to establish contact with customer who stated they are using the original products- no further medical attention was required and customer is comfortable with the glucose readings from the products.

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. The customer feels well and did not report any symptoms. Daughter stated that customer obtained hi non-fasting on (B)(6) 2022. Daughter stated that she called the customer's hospice nurse and when the nurse came over, customer was displaying increased confusion. Nurse administered fast acting insulin and got customers blood glucose down to 290 mg/dl non-fasting. Daughter did not have meter and strips available to provide the serial number and lot number.